Manufacturer narrative:
New information has been received, and reassessment of the complaint found that it is no longer a reportable issue. The event is no longer associated with a serious injury or potential for serious injury with reoccurrence. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a bilobectomy, five reloads were okay to fire but not the sixth reload. The surgeon tried to fire over the lung parenchyma and the handle cracked. Another reload was used but the handle did not work. Another device from another manufacturer was used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egiaushort, egiaushort endogia ultra univ sht stap, (lot #p3h1097) egia60avm, egia60avm egia 60 artic vasc med sulu, (lot #unknown) sigsdl45ctvt, sigsdl45ctvt 45mm vasculr/thin lng sd CT, (lot #unknown) sig30ctavm, tri 2.0 sig30ctavm 30 CT vsclr med 12mm, (lot #unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in an open lobectomy, two staplers did not fire. Another device was used to complete the case.